Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 30-nov-2022. This spontaneous case was originally reported by a pharmacist and describes the occurrence of pelvic discomfort ("the patient is suffering with heaviness in the pelvic area") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of colitis. On (B)(6) 2017, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic discomfort (seriousness criteria medically important and intervention required) and menometrorrhagia ("nearly continuous bleeding"). The patient was treated with surgery (hysterectomy via laparotomy with pfannenstiel incision). The reporter considered menometrorrhagia and pelvic discomfort to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ("the patient is suffering with heaviness in the pelvic area") in a 51 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of colitis. On (B)(6) 2017, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic discomfort (seriousness criteria medically important and intervention required) and genital haemorrhage ("nearly continuous bleeding"). The patient was treated with surgery (hysterectomy via laparotomy with pfannenstiel incision). The reporter considered genital haemorrhage and pelvic discomfort to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.1 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.